Manufacturer narrative:
Qn#: (B)(4). The device history review for the product visistat 35w 6/box lot# 73g1900507 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: when the doctor is doing the spin surgery with the 528235. The nail is hard to stick to the skin.